Event description:
It was reported that the patient was in a continuous "low flow" alarm state. Log files from system controller (B)(6) were submitted for review and captured continuous communication faults on (B)(6) 2026 despite the system controller being reset a few times. The system controller was then switched out and used again on (B)(6) 2026 where it captured the communication faults once again. The patient then experiences a pump stop that occurred for 2 seconds from 2:52:06 pm to 2:52:08 pm. The log file then contained the onset of low flow estimates as well as sustained low flow hazard events. These flow readings did not appear to be the result of any external equipment malfunction. Lastly, the log file captures a lot of change in the speed of the pump and low speed limit. Additional log files from system controller (B)(6) were submitted for review on 24feb2026 and captured low flow event son (B)(6) 2026 beginning at 2:36 pm. Flows dropped as low as 0.2 lpm before the system controller was disconnected at 2:41 pm. It was noted that the patient was asymptomatic at the time of low flows and was said to be back to baseline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
A nonocclusive thrombus was seen on the outflow tract on computed tomography angiography (cta). A heparin drip was withheld for a planned transurethral resection of the prostate (turp) procedure and was restarted post procedure. The site reported that flow went down to 0.1-0.5 lpm with no power spikes. Intermittent speed changes were seen during ¿low flow¿ alarm but eventually set back to the original set speed. The staff changed system controller prophylactically during the event with the same ¿low flow¿ readings post change. The patient felt faint but was responsive at the time of low flows. Treatment was resuming anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
On 09mar2026, additional information was provided that the cause of the low flow alarms was papillary muscle vs thrombosis. The low flow alarms self-resolved, and both of the controllers were exchanged by staff during the low flow state urgently, to correct the "low flow" issue/alarms. It was also reported by the site that the communication fault did resolve with the controller exchange during the low flow state.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.